Event description:
Event was reported to caldera medical by an attorney. The patient experienced mesh erosion, dyspareunia, dysuria, vaginal bleeding, pain and suffering and other injuries as they become apparent. No further information has been provided.